Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a defective u729 component on the distribution node pca. The root cause for the defective u729 component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the electrode belt was unable to communicate with a monitor.